Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1329showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reau1329) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
As reported by the facility, the nurse was advancing the line in the left basilic vein but was unable to advance it past the shoulder area due to blockage. The nurse then took the stylet out and noticed it was broken past the magnet tip. The nurse then aborted procedure because of the blockage in the vein. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was observed on the sample. A kink was observed in the wire between the yellow tab and the t-lock extension set. The stylet had been removed from the catheter and the catheter was not returned for investigation. The stylet was received in two segments. A break in the polyimide tubing was observed 1.9cm from the distal tip of the polyimide tubing. A microscopic examination revealed that the polyimide tubing had been kinked at the fracture in the tubing. The cross section of the adjoining ends of the polyimide tubing was noted to be uneven and granular. A magnet was protruding from the proximal end of the distal stylet segment. Blood residue was observed within the polyimide tubing. It appears that the stylet was kinked during use, which may have initiated the fracture in the magnetic end of the stylet. It was reported that the catheter could not be advanced past the shoulder area due to blockage. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿